Event description:
It was reported "unit stopped pumping on patient and having an error". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequnce reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "unit stopped pumping on patient and having an error" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "unit stopped pumping on patient and having an error". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequnce reported. The patient's current condition is reported as "fine".